Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys pth immunoassay on a cobas 8000 e 801 module. The initial sample values were reported outside of the laboratory. The samples were repeated on (B)(6)2022. The repeat values were deemed correct and were reported outside of the laboratory. The first sample initially resulted in a pth value of 6.60 pg/ml and repeated as 15.8 pg/ml. The second sample initially resulted in a pth value of 9.91 pg/ml and repeated as 18.7 pg/ml. The pth reagent lot number was 61873701, with an expiration date of 31-mar-2023.

Manufacturer narrative:
Calibration signals were within expectations for calibrations performed on (B)(6) 2022 and (B)(6) 2022. Controls tested on (B)(6) 2022 and (B)(6) 2022 were within range.

Manufacturer narrative:
For calibrations performed on 22-apr-2022, calibration signals were higher than expected for one calibrator level on a first reagent pack. A second reagent pack that was calibrated on 22-apr-2022 had calibration signals that were within expectations. Controls tested between 16-apr-2022 and 25-apr-2022 were within range on one channel of the analyzer. Controls tested between 16-apr-2022 and 23-apr-2022 were within range on the second channel of the analyzer. Preventive maintenance was performed on the analyzer on 22-apr-2022 and the measuring cells were exchanged. An instrument check was performed and was ok. Upon review of the alarm trace, sample clot alarms occurred on the day of the event, even before the event. On (B)(6)2022, the customer stated that the analyzer was in operation and that the issue was solved after running new aliquots of calibration and control material. The field service engineer checked mechanical and fluid adjustments. . The investigation could not identify a product problem. The cause of the event could not be determined.